Manufacturer narrative:
The event has been attributed to use error. The actual sample used in this event was discarded by the user facility but retraining has been requested on the medisystems product and is scheduled to be delivered by medisystems field clinical support. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
On (B)(6) 2015 at 16:45, the user was removing the patient's needle post treatment without covering the needle. The needle stuck the user's right index finger. User facility policy and cdc recommendations were followed including administration of combivir, an (B)(6) postexposure prophylactic medication.